Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of increase in capture threshold due to lead dislodgement was not confirmed.

Event description:
During a follow up, unstable capture threshold due to lead dislodgement was noted on the left ventricular lead. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Event description:
Additional information received noted that high capture threshold due to lead dislodgement was noted on the left ventricular lead.